Event description:
The customer reported that upon a decrease of sp02 to 68%, alarms did not sound at the central station.

Manufacturer narrative:
The customer reported that upon a decrease of sp02 to 68%, alarms did not sound at the central station. The customer reported that there was no serious injury and no emergent care was reported. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).